Event description:
It was reported that the patient experienced pain in the past "two" months that radiated from her hips down into her legs and to her knees. She had trouble opening her legs to a reasonable extent but did not have trouble walking. She stated that she thought her leads were "poking" out through her skin and the area was described as a raised pimple. It was noted that the trial helped more than the implant but the implant was helping to some extent. Approximately 2 weeks later, she turned her stim off. With stimulation off, she indicated that she had more range of motion but still experienced pelvic pain (not as much). The patient did not recall any significant falls or trauma; however, she was in a car accident before the implant and saw a chiropractor during and after the implant. She received an x-ray, computed tomography (CT) scan, and other tests to rule out other medical issues. The CT scan did indicate a cyst on her uterus. The health care professional also diagnosed her with pelvic floor dysfunction a week ago. Approximately a week later, the patient stated that her pain was still present even though the implantable neurostimulator (ins) had been off for 3 weeks. She was in a lot of pain but it was less than when the ins was on. It was noted that she moved residences about four months ago and she did most of the moving herself. The pelvic pain and limited range of motion in her legs started about "three" months ago. The patient outcome was unknown at the time of this report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v926181, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).